Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant and clinical investigation.

Event description:
Review of medical records provided by a peritoneal dialysis patient's treatment facility revealed peritonitis likely due to a secondary process. The patient had suspected ischemic colitis and the peritonitis was thought to have translocation of bacteria contamination. The cultures remained negative. The patient was initially treated with intra-peritoneal ceftaz and cefazolin emperically. After an infectious disease consult the cefazolin was discontinued and ceftaz was recommended until treatment was finished.